Manufacturer narrative:
Zimvie received one (1) tsvtb11, (imp,tsv,3.7,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone debris on external threads. Damage to the implant was identified, likely due to the removal process. The implant collar was observed fractured. A fractured fragment was identified inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 62846406. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62846406 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant.¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. (B)(6) 2019. Information identified: "breakage" page 2. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are clinician selects implant that is unable to resist long-term occlusal loading, missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: .

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient was seen in office with loose crown that eventually "broke off." Nrb examined patient and determined implant was fractured. Tooth 20.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.